Event description:
It was reported that during a service visit for a previously reported issue, a getinge service territory manager (stm) was unable to calibrate the transducer in the pneumatic module assembly (pim) for the cardiosave intra-aortic balloon pump (iabp). There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Manufacturer narrative:
The stm replaced the pneumatic module assembly (pim) then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during a service visit for a previously reported issue, a getinge service territory manager (stm) was unable to calibrate the transducer in the pneumatic module assembly (pim) for the cardiosave intra-aortic balloon pump (iabp). There was no patient involved and no adverse event was reported.